Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right upper lobectomy, the staple would not load onto the handle. They opened up another staple and it loaded onto the handle with no problem. There was no patient injury.